Event description:
Device 2 of 2. Reference MFR report: 3008829311-2018-00199. Additional information received indicated surgical intervention was undertaken and one lead was explanted and replaced. It is unknown which lead was explanted, therefore all possible lots are being reported.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2018-00199. It was reported the patient (switzerland) is experiencing ineffective stimulation. Diagnostics indicated impedance issues. X-rays were taken and no fracture was identified. Surgical intervention may take place at a later date. Device information was requested, but has not been provided to the manufacturer.